Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes and diagnosed in vfib. According to the reporter, after the first shock was delivered, the device alarmed "abnormal energy delivered." The pt was paced by the device while being transported to the hosp. Pt outcome is unk.